Event description:
The customer reported on behalf of his daughter a case of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing (platform unknown) was performed at doctor's office and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 215834 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 215834 and device part number 195-430h / lot 213331. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 215834 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The customer reported on behalf of his daughter a case of false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023. Confirmation testing (platform unknown) was performed at doctor's office and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.